Event description:
It was reported via the customer "new teleflex balloon pump equipment did not provide therapy needed for patient. The equipment would not turn on therapies. Error message about purging and helium tank on screen but unable to resolve. On removal of sheath and balloon to use another device, the balloon was stuck inside the sheath". Additional information received from the customer states that another iab was not inserted due to " the staff did not know how to work the iabp and due to the patient's condition, the physician made the decision to switch to pvad (percutaneous ventricular assist device)". The user reported that the patient died two days after. Please see associated MDR# 3010532612-2025-00384.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane; liquid blood was noted within the sheath sidearm. Furthermore, buck-ling was noted to the teflon sheath extrusion. The bladder was noted bunched up near the iabc distal tip; the proximal end of the bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. The supplied 50cc inflation driveline tubing was connected to the short driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. A kink to the iabc central lumen was noted at approximately 18.9cm from the iabc luer end. Multiple bends to the iabc central lumen were noted at approximately 48.3cm, 49.3cm, 51.8cm, 53.5cm and 53.3cm from the iabc luer end. The damage (bent/kinked) to the iabc central lumen most likely occurred during the device removal through the teflon sheath. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0077in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp. The pump status displayed "not connected". Upon further checking, the fiber was found broken at approximately 1.6cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The damage to the fos fiber most likely occurred during the device removal through the teflon sheath. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, the iabc bladder appeared typical. No visual damage or abnormalities noted to the returned sample. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder was noted stretched due to the user withdrawn the bladder through the teflon sheath; however, full inflation was achieved. No leaks were detected. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 22.7cm, 25.9cm, 28.7cm, 32.6cm from the iabc distal tip, which are the locations of the previously noted bends. Then the guidewire could not advance at approximately 63.3cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 19cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. The reported complaint of iab removal difficulty is confirmed. Upon receipt of the sample, it was noted that the iab catheter had been attempted to be withdrawn through the sheath against the instructions for use (IFU). During the functional investigation, no leak was noted from the returned sample. The returned iabc bladder was fully intact. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bunched-up bladder and damaged sheath. The root cause of the complaint is undetermined. A potential cause is customer handling/removal technique. This will be monitored for any developing trends.

Event description:
It was reported via the customer "new teleflex balloon pump equipment did not provide therapy needed for patient. The equipment would not turn on therapies. Error message about purging and helium tank on screen but unable to resolve. On removal of sheath and balloon to use another device, the balloon was stuck inside the sheath". Additional information received from the customer states that another iab was not inserted due to " the staff did not know how to work the iabp and due to the patient's condition, the physician made the decision to switch to pvad (percutaneous ventricular assist device)". The user reported that the patient died two days after. Please see associated MDR# 3010532612-2025-00384.